Event description:
It was reported that a pt underwent an endometrial thermal ablation procedure on (B)(6) 2010. During the procedure, after six mins of therapy, the procedure was aborted. The doctor removed the catheter and noticed bleeding from the uterus. A diagnostic laparoscopy was performed to check for possible perforation. No perforation was found. The source of the bleeding was not known. Add'l info has been requested.

Manufacturer narrative:
(B)(4). Bleeding occurred. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.